Event description:
Boston scientific received information that the right atrial (ra) lead was fractured as a result of pocket revision during a device change procedure. The physician elected to abandon the lead surgically, cut the excess off and stowed the rest. A replacement ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.